Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the two middle lights on the battery power gauge not activating was confirmed. Visual inspection of the returned system controller serial number (B)(4) revealed a small damage (dent) on the user interface panel battery power gauge. During further evaluation, the top layers of the user interface panel were removed and damaged components on the user interface printed circuit board (pcb) were confirmed. The third green led was cracked and the resistor for the second green led 2 was damaged. The damaged components were replaced, and all leds/lights illuminated as expected when the battery button was pressed or a self-test was performed. The observed damage did not affect the controller¿s ability to operate a test pump during analysis. Although the damage to the user interface appeared mechanical the specific root cause was not able to be determined. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that when the patient pressed the battery button on his controller to check the charge on the batteries, the middle 2 lights did not activate. The patient only noticed the issue on (B)(6) 2020 so it is unknown how long the lights have been an issue. The patient's controller was replaced.